Event description:
Pt brother stated his sister had received an injection of hydrelle and had a reaction and ended up in the hospital.

Manufacturer narrative:
Pt did not correspond, 3 attempts were made. The device was not available to be returned. Per product labeling, this product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.